Event description:
It was reported that the patient underwent a revision procedure due to the pump was not inflating the cylinders in the body with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of inflation was confirmed. Based on a review of all available information, the cause of the reported event was due to pump failing the activation test.

Event description:
It was reported that the patient underwent a revision procedure due to the pump was not inflating the cylinders in the body with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted.